Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the altered mental status, posture issues and high blood pressure had not been determined. It was unknown if it was related to the device or therapy. It was unknown if the pump overinfused. The patient was still hospitalized. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl, unknown concentration at 0.0119 mg/day dose and droperidol, unknown concentration at 1.19 mcg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient had a magnetic resonance imaging (MRI) on saturday (B)(6) 2019 and after the MRI, the patient started having an alter mental status, posture issues and high blood pressure. The hcp did not know if the patient was checked post MRI or not. The hcp was alleging there was over infusion. No further complications were reported.